Event description:
It was reported to boston scientific corporation that during an anterior apical repair procedure using a capio open access suture capturing device, the physician was implanting a pelvisoft mesh (manufactured by c. R. Bard inc.) When the capio suture (manufactured by teleflex medical inc, distributed by boston scientific corp.) That was being used to suture the mesh detached close to the needle end of the suture. The detached portion of the suture reportedly fell inside the patient, but was retrieved by hand using just visualization. A second suture was then used to suture the mesh, however, this suture detached as well. The detachment reportedly occurred in the middle of the suture and no portion of this suture fell inside the patient. The procedure was completed with this capio open access suture capturing device and a third suture without any further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. Though the device expiration date is unavailable, the complainant stated that the device was not used past expiration date. (B)(4) - removal of foreign body. (B)(4) - the reported issue of suture detachment.